Event description:
It was reported that high lead impedance readings were obtained during an office visit. There were no reports of trauma or manipulation and the date of the last known good diagnostics is unk. The pt's generator was programmed off and x-rays were taken. X-rays were taken and sent to the MFR for review. There were no anomalies observed on the x-rays provided. The pt's programming history was reviewed and it was found that the device may be nearly end of service. Revision surgery is likely to address the issue.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.